Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that boston scientific received a threat of litigation related to this pacemaker. Additional information has been received from the field mentioning the pacemaker was explanted after triggering a safety mode alert. At this time the pacemaker has been returned for analysis. No additional adverse patient effects were reported.